Manufacturer narrative:
This report is being supplemented to correct d4 - primary UDI number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover had split duodenoscope cap and remained in the patient¿s mouth during removal of the duodenoscope. The issue was found during examen procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. Updated fields: g3. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.